Manufacturer narrative:
The user facility submitted medwatch 4100070000-2022-8036 for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had split somewhere above the clamp which resulted in a leak. This occurred during priming with rituximab. The medication leaked onto the nurse's gloves and onto the floor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded;therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.